Event description:
Patient implanted with a flowonix prometra intrathecal pump for chronic flank pain following a nephrectomy for renal cell carcinoma in 2018. Her pain was well controlled using fentanyl 1000 mcg /ml infusing at 92 mcg daily. She required a knee MRI for possible orthopedic surgery, therefore, the medication was removed from the patient's intrathecal pump in office using standard sterile technique. During the MRI the patient reported pain overlying her low back intrathecal pump and the scan was aborted. The patient returned to our office where interrogation did not identify any pump errors. Per manufacturer guidelines, the reservoir was accessed and negative aspiration performed prior to refill. No medication or csf was aspirated. The new medication, fentanyl 1000 mcg/ml, 20 ml was injected in 5 ml aliquots with intermittent pauses providing positive pressure feedback. The patient was observed for 10 minutes and reported feeling faint, had miosis, and looked unwell. Two doses of narcan were administered and ultrasound examination again performed. No pocket fill was identified. The pump was accessed and medication removed however only 13 ml of the medication was aspirated. The pump delivered 7 ml of fentanyl 1000 mcg/ml over 10 minutes. The pump was stopped and the patient was subsequently admitted to the ICU for 24 hour observation. FDA safety report ID# (B)(4).